Event description:
During the device evaluation, it was found that the distal end tip that holds the ultrasound balloon on the bronchofibervideoscope was broken. No patients were involved.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the probable cause is damaged or deteriorated parts due to wear and tear, with the cause traced to component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.